Event description:
A malfunction was reported on a customer's pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require third-party assistance. Technical support provided instructions to reset the pump, which resolved the malfunction, and the customer was advised to continue using the pump and to contact support if the issue recurred.